Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the cdh29 instrument was used. A leakage of the contents was observed during the operation. A new instrument was used to reanastomosis and complete the case. The device was discarded.